Event description:
New information indicated that the lead was capped and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The device was reprogrammed. No patient symptoms were reported. The patient would continue to be monitored.